Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reports they had an MRI on january 8th. Patient states they were told that the hospital safety committee had called and gotten everything approved from (B)(6) and abbott (patient also had spinal cord stimulator from abbott) that the MRI could happen and that everything was safe and that there wouldn't be any problems. Patient confirmed they had activated MRI mode for ins. Patient reports they were in the machine for about 20 minutes, they turned the machine off and in 5 minutes 3 or 4 people came in the room and pulled her out of the machine and they said that the machine had overheated and they wanted to know if she was feeling any pain, if they were burning, if they felt any pain in her back, if the wires were ok, but they said they were not going to be able to do the test anymore because of the two different stimulators. Patient wanted to know if the hospital had talked to someone at (B)(6), agent reviewed available information. Agent reviewed information available regarding two implants and MRI. The patient was redirected to the hospital regarding their questions. Agent flagging call out of caution due to comments made by patient. Outbound call attempted to reach the patient to further review MRI scanning conditions however there was no answer. The patient called back and repeated previously reported information. Ps asked the patient to clarify if there were concerns regarding patient's body temperature being too high or if the implanted devices were getting warm during the scan, and patient confirmed no that did not occur. The MRI staff at the hospital told patient when they stopped the scan that it was the MRI machine that was getting "overheated because of the stimulators". Patient confirmed they were not injured. Ps reviewed relevant information regarding MRI scanning conditions. Abbot device model is 3660. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).